Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer¿s blood glucose ranged from the 200s to the 400s mg/dl. Reportedly, the customer changed the pump supplies and changed the infusion set site to address the issue.